Manufacturer narrative:
Device not returned.

Event description:
It was reported that continuous glucose monitor (cgm) alerts intermittently did not enunciate as expected. Additionally, it was reported that the control iq software did not suspend insulin as intended. Customer's blood glucose was 44 mg/dl. Although requested by tandem technical support, the customer did not upload the pump data for a review to be performed. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Reportedly, the customer continued to use the pump for insulin therapy.